Event description:
It was reported that a versacross access solution kit was selected for use. During the procedure, when the versacross rf wire was removed from patient's body to finish the procedure, it was noted that it was peeled off (the insulation was still intact, it only had peeled back). The cover was removed at the tip of the versacross rf wire. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. No other issues were noted. It was further noted on (B)(6) 2024 that the product returned was the mechanical guidewire and not the versacross rf wire.

Manufacturer narrative:
On 18nov2024, the product returned was the mechanical guidewire and not the versacross rf wire. Thus, the fields b5 (describe event or problem), d2a (common device name), and d2b (pro code (product code), and g4 (premarket / 510(k) #) were updated. Upon receipt at our post market quality assurance laboratory, the mechanical guidewire was visually inspected, and it was noted that its coil was fully intact, but it was unraveled off of core mandrel from the distal end and it a kink was observed on distal end of mandrel. The reported complaint indicated there was coating damage to the versacross rf wire, whereas the returned complaint confirmed that the device was the mechanical guidewire (mgw) instead. Therefore, the mechanical guidewire was confirmed damaged. Additionally, no DHR review could be performed as the lot given failed searched attempt.

Event description:
It was reported that a versacross access solution kit was selected for use. During the procedure, when the versacross rf wire was removed from patient's body to finish the procedure, it was noted that it was peeled off (the insulation was still intact, it only had peeled back). The cover was removed at the tip of the versacross rf wire. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. No other issues were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.